Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a procedure involving the faradrive steerable sheath, the device seal was compromised, allowing air to continuously enter the sheath. Additionally, error code f-0x262 was encountered. To resolve the issue, the device was replaced, and the procedure was successfully completed without any patient complications. The sheath is expected to be returned for analysis.